Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2012 00:04:17. During night drain cycle nine, the patient's ultrafiltration (uf) reading was 1401ml, indicating the home patient (hp) drained 1146ml more than their maximum programmed fill volume of 1700ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error, tidal total uf removal was set too low. If any additional relevant information is received, a follow-up will be sent.